Event description:
Reporter alleged icons were missing from the display of the compact plus system. Reporter is from the MFR's evaluations department and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.